Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. A visual and microscopic inspection was performed on the received device and found the distal end of the needle missing. The missing needle portion was not returned for evaluation and measured approximately 12mm in length. The needle broke at the echo-enhanced region area leaving uneven edges on the needle tube as signs of stress. Further inspection found the stopper missing and the needle tube bent with biomaterial adhered on it. The needle¿s stylet and handle were found intact and working properly. Based on the investigation findings, the needle broke off due to excessive force applied during use.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event cannot be determined at this time. However, the device instruction manual contains caution and warning statements to prevent patient injury and instrument damage. The instruction manual caution users that if using the same instrument several times during an operation, confirm there is no irregularity of the instrument before inserting it into the endoscope. The instruction manual warns users not to try straightening a bent or deformed needle with their hands because the needle may break; use a spare needle instead. It also instruct users not to instrument abruptly, as this could cause patient injury, such as perforation, bleeding, or mucous membrane damage; it could also cause damage to the endoscope and/or the instrument. This report will be updated accordingly if new information becomes available at a later time.

Event description:
The user facility reported that during an endodobronchial ultrasound procedure approximately half of the needle tip broke off in the patient¿s airway after 10-15 passes. It was reported that the surgeon experienced resistance upon withdrawal of the needle. The broken tip was reportedly observed floating in the patient¿s secretions and then it disappeared. The patient was reported to be about 50 to 80 y/o. It was reported that the surgeon was unable to locate the broken tip using the bronchoscope. An x-ray and CT-scan was performed on the patient in an attempt to locate the broken tip but both test results came back negative for the presence of a needle. Olympus was further informed that a suction function was used on the scope. The attending surgeon believes that the patient had passed the needle. The intended procedure was aborted. There was no patient injury reported. Olympus was informed that the bronchoscope was not inspected after the procedure, and was returned to the cycle of use.